Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture the event of post procedural complication (unknown cause). The device involved in the event was discarded and removed from the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following tubing placement, the patient experienced abdominal pain and was administered IV paracetamol. On (B)(6) 2023, the patient was discharged. On (B)(6) 2023, the patient returned to the emergency room. It was reported that the patient underwent acute abdominal surgery on (B)(6) 2023. An abdominal tomography was performed, the findings were unknown. The patient was admitted into the intensive care unit after the acute abdomen operation, and received 3 drains and a non-abbvie branded j tube. It was reported that the patient's peg tube was removed, and duodopa therapy was suspended. It was reported that the patient received a nasogastric tube. After multiple query attempts, it was unknown why the patient underwent acute abdomen surgery and why the peg tube was removed. No final diagnosis was provided. On (B)(6) 2023, the patient was discharged from the ICU and transferred to regular admission. On (B)(6) 2023, the patient's drains and nasogastric tube were removed. It was reported that the patient was discharged from the hospital. No further information was available.